Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that three xc200 cartridges were received sterile with no apparent damage and 6 clips loaded per sample. In addition, two empty opened foils were received along with the sterile samples. The cartridges were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips per sample as intended. The clips were as intended and conforms to our manufacturing requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the lot number of the clip? Tb2aek. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No. When the event occurred, was the suture placed near the hinge of the clip? Unknown were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? Yes. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Glen. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the clip would not deploy into the suture after being loaded in. They used a new box with a different lot to complete the case without patient harm. Additional information was requested.